Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine (10 mg/ml at 7.06 mg/day) via an implantable infusion pump. It was reported that in (B)(6) 2020 the pump was replaced due to "coming through my skin". It was noted that the patient was too active and that she rubs it causing it to erode through the skin.